Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon, his retinal fellow, and the chief resident were performing a combined procedure. During the cataract portion of the procedure the chief resident noted that after making the "groove", there was a dramatic change in the working space in the eye. The nucleus moved abruptly toward the corneal endothelium and the pupil constricted down to between 3-4 mm. At this point, a system message regarding an infusion chamber overflow error displayed. The advisory also informed the surgeon that control of infusion pressure had been lost and the intraocular pressure may be as high as 174mmhg. The surgeon noted that the eye was "hard" and that the infusion pressure indicator on the panel showed no measurement of the pressure. The facility contacted a company sales representative and was told to clamp the infusion line and to vent the excess pressure from the eye through one of the valved cannulas using the venting device provided in the infusion line tray. At that point, the physicians decided to abort the phacoemulsification portion of the procedure. A fragmentation handpiece was connected, the infusion line clamp was opened, and the procedure was completed with the system functioning normally. The chief resident reported that aside from an enlargement of one of the 25 gauge trocar sites to a 20 gauge sclerotomy, patient impact due to this event was minimal and the patient was extremely happy with her outcome. Additional information has been requested.